Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. The electric leakage situation was checked and simulated treatment was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration alarm occurred on an ak 96 machine during hemodialysis therapy. The patient was ¿over 1.5kg and was taken off the machine¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.